Event description:
The device was placed on 11/14/97. Following placement, a pinhole was noted under the clamp. Tape was applied to the hole for repair. The line became infected and was removed on 11/21/97.